Event description:
The customer reported burning odor coming from the printer.

Manufacturer narrative:
The customer reported burning odor coming from the printer. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.